Event description:
On (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat a thoracic aortic aneurysm. During the procedure, left common iliac artery rapture was found on ballooning for plc201400j/13481660. The physician added pxc121400j/13478298, plc181200j and pxl161207j/13417805 for repairing. The patient tolerated the procedure. No further information is available. Patient information is described as follows: date of birth: unknown. Patient gender: female. Patient age: (B)(6) years old. Weight: unknown. Pre-existing conditions: unknown.

Manufacturer narrative:
.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore (tm) excluder (tm) aaa endoprosthesis featuring c3 (tm) delivery system. During the procedure, left common iliac artery rapture was found on ballooning for (B)(4). The physician added (B)(4), (B)(4) and (B)(4) for repairing. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.